Event description:
The initial attorney alleged bowel obstruction, bowel injury, infection, additional surgical intervention, and explant. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2003: repair of multiple ventral incisional hernias with implant of composix kugel mesh. On (B)(6) 2004: debridement of abdominal wound with partial explant of composix kugel mesh. Medical records noted a chronic infected abdominal wound. On (B)(6) 2005: explant of composix kugel mesh and implant of bard mesh perfix plug. On (B)(6) 2008: manipulation of bard mesh perfix plug. Medical records indicate a small bowel instruction and a recurrent ventral incisional hernia. It was also noted that the anterior mesh was intact, but not posteriorly and the bowel was incarcerated through the posterior piece. On (B)(6) 2008: debridement of abd wall, explant of bard prefix plug, and ventral hernia repair with alloderm. Chronic wound infection was noted.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the additional information received. The information provided indicated that the patient was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. The information provided indicates that the patient was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned therefore, no evaluation could be performed. With the currently available information, no firm conclusions can be drawn. If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted.